Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was unable to verify battery out limit alarm due to blank display. The insulin pump was received with corroded keypad traces and motor home switch. The pump was received with cracked case at display window corners. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that he took a dunk in the swimming pool with his pump. The customer stated that there is fluid under the lcd display. The customer stated that the pump was not dropped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.